Manufacturer narrative:
(B)(4).

Event description:
The customer reported they received sipper movement errors on the analyzer. After resolving these issues, the customer ran qc and the results for elecsys troponin t stat generation 4 (tnt) were lower for both levels of qc material when compared to their other analyzer. To rule out an issue with the reagent, the customer ran a patient comparison with another analyzer and the results were acceptable. The customer then repeated two samples from one patient that had tnt results generated earlier in the day and were questioned by the ER. Sample 1: the initial tnt result was 0.057 ng/ml and the repeat result on the same analyzer with a different reagent pack was 0.082 ng/ml. The result from another cobas e601 analyzer was 3.93 ng/ml. These erroneous results had not been reported outside the laboratory. Sample 2: the initial tnt result was 0.07 ng/ml and the result from another cobas e601 analyzer was 4.01 ng/ml. The initial result had been reported outside the laboratory and was corrected to the repeat result which was believed to be correct. The customer stated the treatment of "medication" for the patient was delayed as it was approximately five hours between the reported erroneous result and the correction. No other cardiac tests were performed at the time of initial testing. The patient's diagnosis at admission to the ER was shortness of breath. The customer stated the patient was a congestive heart failure (chf) patient. The patient was discharged from this hospital on (B)(6) 2016 for admission to a heart hospital. The customer did not know the patient's status after discharge to the heart hospital. There is no information to reasonably suggest the delay in treatment caused or contributed to an adverse event for this patient. The patient was appropriately transferred to a heart hospital for further care. The reagent lot number was 17644300 with an expiration date of 8/31/2017. The customer stated they had been experiencing issues with elecsys troponin t stat quality controls recently but did not provide any additional information regarding this statement. The field service representative found there was a fluidic failure of the pinch tubing and it had split open. The tubing was replaced by the customer prior to his arrival onsite. The field service representative inspected the new pinch tubing and confirmed that it was installed properly. As a preventative measure, he performed a liquid flow cleaning on both measuring cells and checked the alignments and fluidic dispense volumes which were all were good. He performed a system air purge and system prime. He ran assay performance test which all passed. The customer ran qc with all results within the established range. The analyzer was performing to specification. Further investigation of the analyzer alarm trace and other provided data confirmed the field service representative's findings as the root cause of the event.